Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release. Lead information: brand name: evoke 12c percutaneous lead kit - 60cm model: 103807 catalog: 1008 lot/batch number: 9019911058 expiration date: 07 october 2026 manufacture date: 07 october 2025.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site and lead implant site. A culture was collected. The patient was hospitalized and antibiotics were administered. The patient was discharged with additional antibiotics to resolve the reported event.